Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited an insulation anomaly, low impedance and capture threshold variation. The lead was capped and replaced.